Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 13.9 mmol/l (~250 mg/dl) after an unspecified duration of pod wear and did not decrease despite administering a correction bolus. It was further reported that upon pod removal, the pink slide was observed to not have advanced as expected, indicating a needle mechanism failure. A new pod was subsequently applied and blood glucose were reproted to have decreased to approximately 9 mmol/l (162 mg/dl). No medical intervention was reported.